Event description:
It was reported that during a percutaneous coronary intervention (pci) a balloon burst occurred. The 90% stenosed, non-calcified and moderately tortuous target lesion was located in the left main coronary artery. During the first inflation, the 3.00x15mm apex monorail coronary balloon burst at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported; the patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.